Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent ventricular capture due to dislodgement was observed during device check. Lead repositioning was unsuccessful so the lead was explanted and replaced. There were no adverse consequences to the patient after the event.